Manufacturer narrative:
Alleged failure: the doctor had 4 cinchlock flex implants fail to release the nitinol wire from the implant upon deployment. The nitinol wire was seen exiting the patient post removal of cinchlock implant inserter. 4 out of 5 implants failed the same way. It was noticed by the doctor when removing the implant inserter. Additional information provided: can you please advise if there were any adverse consequences reported for the patient? There was a small amount of the wire left in the implant which may or may not become an issue going forward, we are unsure. The failure(s) identified in the investigation is consistent with the complaint record. The root cause was due to a supplier manufacturing change from (B)(4) components that resulted in a performance shift. Testing and comparative analysis between sle and hoosier components revealed higher seating forces for the sle components, which is consistent with the pull wire breakages in the field. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the cinchlock flex implant failed to release the nitinol wire from the implant upon deployment. There was a small amount of the wire left in the implant which may or may not become an issue going forward.

Event description:
It was reported that the cinchlock flex implant failed to release the nitinol wire from the implant upon deployment. There was a small amount of the wire left in the implant which may or may not become an issue going forward. For this device, the pull wire was not left in patient.

Manufacturer narrative:
Per additional information received, for this device, the pull wire was not left in patient. Based on this, this event is no longer determined to be a serious injury MDR and is now determined to be a malfunction MDR.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the cinch lock flex implant failed to release the nitinol wire from the implant upon deployment. There was a small amount of the wire left in the implant which may or may not become an issue going forward.